Event description:
The surgeon reported unsuccessful results using bioglue surgical adhesive in the middle ear during an acoustic neuroma procedure(an indicated use in the UK, not an approved indication in the us). The pt underwent surgical procedure with no pt complications reported. The pt subsequently returned to the hosp and was readmitted 3 days later with a csf leak, which originated from the nasal cavity. The pt was diagnosed as having an infection within the operation site (no organism detected following culture of fluid) and underwent antibiotic treatment. After a 10 day course of antibiotics, the pt returned for reoperation. At the time of reoperation, bioglue was found to be floating freely (not adhered) and was removed from the surgical site.